Event description:
The customer reported that the insulin pump had moisture damage under the display. Troubleshooting was performed. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the electronic assembly.